Manufacturer narrative:
Device evaluation summary: as received, x-ray demonstrated heavy calcification on all three leaflets, and slight wireform distortion near leaflets 2 and 3. Minimal host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 3mm on leaflet 2 at the inflow aspect and 2mm on leaflet 2 at the outflow aspect. Host tissue on the stent circumference was heavy at the inflow and minimal at the outflow aspect. Host tissue fused leaflets 1 and 3 by approximately 2.5mm near commissure 1 at the outflow aspect. Leaflets were thickened and swollen at the free margin near the commissures. Leaflet 1 had a cut of approximately 11mm on the cusp region; the cut was smooth and straight. Leaflet 3 had two tears of approximately 10mm near commissure 3, and 6mm near commissure 1 of which 1mm was still attached. Calcification was evident near the tears. Incidental findings: a hematoma was observed on leaflet 3, and the wireform was exposed along commissure 3 at the outflow aspect. Returned with the valve were three fragments of host tissue and one pledget. The reported leaflet tear was confirmed as secondary to calcification of leaflets. Calcification is a well recognized failure mode of bioprosthetic valves. The mechanisms for bioprosthetic heart valve tissue calcification are not fully understood. Many factors can contribute to the onset and propagation of calcification including patient related (e.g. Patient age, disease state, immune status, and other co-morbidities), pharmacological, and intrinsic properties of the valve itself. It is widely understood that patients with chronic renal disease and prior history of calcific stenosis of the native valve may be predisposed to bioprosthetic calcification. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
The reported device was received for evaluation.

Manufacturer narrative:
Additional manufacturer narrative - the reported device was not returned to manufacturer. Without receipt the explanted device the reported clinical observation cannot be confirmed. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. In this case, edwards received information that a 27mm bioprosthetic aortic valve, implanted fourteen (14) years, eight (8) months, seventeen (17) days, was explanted due a tear at the left coronary cusp and partial dehiscence along the righ coronary sinus. The explanted device was replaced with a 29mm pericardial aortic bioprosthetic valve. The patient was noted in stable condition having tolerated the procedure well.